Event description:
A male pt contacted lifecor customer support to report that his monitor would not power up. The pt had attempted to power the device with both battery packs. Support sent a pt services rep (psr) to replace the monitor and both battery packs.

Manufacturer narrative:
Device MFR dates. Monitor. Battery pack - 02/2008. Battery pack - 03/2008. Device evaluation summary: device evaluations of monitor, two battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs were fully functional and had no damage to their connectors. They were retested and restocked. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged motor. The pt received a replacement monitor and battery packs.